Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00352: case 2, 3025141-2020-00353: case 3.

Event description:
Article: why fibular nailing can be an efficient treatment strategy for ao type 44-b ankle fractures in the elderly; peeperkorn, sam; nijs, stefaan and hoekstra, harm; journal of foot & ankle surgery (2018). Case 1: patient experienced superficial wound infection post op following implantation of a fibula nail.